Event description:
I was working out when my ICD delivered an electrical shock to me on 07/15/2019. After a few moment when I realized what had happened I went to the ER with my wife. The ER told me that they could not read my device as it was in "back up" mode and would need to get a rep from st jude / abbott to access and find out what the issue was. When the rep arrived he had to call his company's it dept to get an explanation on the code that was popping up. He was informed that the units going into backup mode was triggered by a failure of a cybersecurity patches failure to download to my device and thus caused the unit to reset itself. He explained that 2 years earlier there was a presentation that showed that since these devices use a wireless monitoring system, they could be possibly hacked and he and another rep that I spoke with at my cardiologist's office days later described the presentation as a "money grab". He went on to tell me that st jude / abbott then developed their own patch but afterwards decided not to download it to their devices as they found it wasn't necessary as they could not see a situation where someone would hack a person's ICD. He then proceeded to download the patch and reset the parameters on my ICD back to my cardiologist's specs that had been set for me. While they were both very apologetic for the devices inappropriately shocking me (which by the way was the most painful experience I have never had to endure) neither of them could give me any plausible explanation as to why a patch from 2 years ago that was never meant to be deployed to their clients' devices had been attempted to be downloaded to my ICD. I do not feel that either rep was being totally upfront with me about what happened to me and also I am concerned what this type of shock might be due to someone with a much weaker heart than mine as it is documented fact that the electrical shock of an ICD can do further damage to a person's heart. FDA safety report ID# (B)(4).